Event description:
A medtronic rep reported the 5.5mm cannulated tap seized inside the navlock array. The spinal fusion surgery was successfully completed with no impact to the pt.

Manufacturer narrative:
The pt demographic info is unknown at the time of this report. RMA issued. Replacement part shipped (B)(4) 2012. Investigation finds the tap has an area of abrasion causing only minor difficulties with connection.